Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. During visual inspection it was discovered that the pogo pins were burnt and had melted. The unit was un-repairable and scrapped. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the sprint pack power manager was damaged. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement.